Event description:
Explanted generator and lead will not be returned as the were discarded after surgery. No additional relevant information has been received to date.

Event description:
High impedance was seen during programming history database review. After high impedance was seen device was kept programmed on. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. Additional information was received from distributor. That the patient was responding to vns when she began to experience muscle spasms every 5 minutes, severe headaches, tingling in left arm and increase in seizures. Patient's parents reported that patient did fall due to seizure causing her to lose consciousness and hit a road block on the left side of her chest. During interrogation high impedance error message was seen and high impedance was noted on system diagnostic. X-rays were performed showing lead rupture. During revision and replacement lead was visually confirmed to be ruptured and was coiled around generator. Additional information received that the physician believed the cause of the headaches, chest cramps, increase in seizures and tingling in left arm are related to the lead fracture causing stimulation to unintended site. No explanted products have been received to date. No additional relevant information has been received to date.